Manufacturer narrative:
(B)(4).

Event description:
It was reported that placement of the catheter was smooth and uncomplicated, with no known injury sustained and no leak observed initially. The resident dressed the line, and upon drape removal, blood immediately accumulated under the dressing and around the neck. Examination of the insertion site, suture sites, and catheter revealed a defect in the proximal tubing of the white port on the cvc, which was twisted at the point of the kink/twist area. As this portion could not be replaced, the entire line was sterilely exchanged over a wire by the anaesthesiologist. The patient had no harm or injury.

Manufacturer narrative:
(B)(4). The customer provided one image for analysis. The photo shows the catheter contained within a plastic bag. The complaint of kinking or leaking could not be confirmed with the image alone. The customer also returned one, 2-lumen catheter for analysis. Signs of use were observed on and within the catheter. Visual analysis revealed a hole on the proximal extension line adjacent to the juncture hub. Microscopic analysis confirmed the damage, and the edges of the hole appeared smooth and uniform which is consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). The hole in the proximal extension line measured 2mm from the juncture hub. The proximal extension line outer diameter measured 2.90mm, which is within the specification limits of 2.90mm - 3.00mm per proximal extension line extrusion product drawing. The proximal extension line inner diameter measured 2.1336mm, which is within the specification limits of 2.11mm - 2.21mm per proximal extension line extrusion product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was attached to each extension line. The distal extension line flushed as intended. Leaking was observed from the hole in the proximal extension line when it was flushed. A manual tug test confirmed all lumens were secured to their respective hubs. The IFU provided with these kits warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. Functional and visual inspection revealed a hole on the proximal extension line adjacent to the juncture hub. The edges of the hole were smooth and appeared consistent with contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The catheter met all relevant dimensional requirements. Based on these circumstances, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that placement of the catheter was smooth and uncomplicated, with no known injury sustained and no leak observed initially. The resident dressed the line, and upon drape removal, blood immediately accumulated under the dressing and around the neck. Examination of the insertion site, suture sites, and catheter revealed a defect in the proximal tubing of the white port on the cvc, which was twisted at the point of the kink/twist area. As this portion could not be replaced, the entire line was sterilely exchanged over a wire by the anaesthesiologist. The patient had no harm or injury.